Event description:
Had CT (computed tomography scan w/ (with) contrast using ge omipaque 350 intravenously. Went into extreme anaphylactic shock. Had to be intubated and ventilated for 3 days in ICU (intensive care unit). Very much an extreme life threatening situation. Almost 30 days later still not 100% recovered. The ICU (intensive care unit) did several (75 plus pages of tests while I was there. And administered a minimum of 30 different types of drugs. No known allergy until reaction in the contrast portion of CT scan.